Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 07-dec-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving 2000mcg/ml lioresal at 491.5 mcg/day via an implantable infusion pump for a brain injury and spasticity. It was reported that the hcp ordered a dye study, but was unable to perform it because the pump had flipped. The catheter was coiled and damaged as a result. The pump segment of the catheter was replaced, and the issue was resolved. The patient's status at the time of the report was "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
The catheter was returned and analysis found damage to the transition tube and twisting that may have affected infusion. Product ID 8781 lot# serial# (B)(4) implanted: (B)(6)2018 explanted: product type catheter if information is provided in the future, a supplemental report will be issued.